Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer received an allegation that the body work of the everflo device is deformed due to overheating. No allegations of patient harm, serious injury, or medical intervention are specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation that the bodywork of the everflo device is deformed due to overheating. No allegations of patient harm, serious injury, or medical intervention are specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. UDI related data quality update. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer received an allegation that the body work of the everflo device is deformed due to overheating. No allegations of patient harm, serious injury, or medical intervention are specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
Previously reported as 'the manufacturer received an allegation that the body work of the everflo device is deformed due to overheating. No allegations of patient harm, serious injury, or medical intervention are specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete'. In this report, box b: adverse event or product problem (describe event or problem) as the manufacturer received an allegation that the body work of the everflo device is deformed due to overheating. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that rear and front cabinet is cracked, sieves are clogged, tubing is kinked, but all test results passed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.